Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1005, which is indicative of shocking into an open lead condition. High out of range shock impedance measurements of greater than 125 ohms were also observed. Surgical intervention was later performed, and the ICD was explanted and replaced. No additional adverse patient effects were reported. The ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.